Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog # 1606200500, 510k# k131321 and UDI# (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: rod breakage procedure performed: posterior spinal fusion (psf) levels implanted: t10-s2ai post-op, the rod was broke off around l4/5 under lpc on the left side. According to surgeon autologous bone graft for the anterior side was performed around l5 it had become pseudoarthrosis. In the revision surgery the broken part of the rod, four connectors (from other manufacturer) were placed and 6.0co-cr rod was cut and placed and the operation was completed.